Event description:
In 2007, this pt was implanted with gore tag thoracic endoprostheses to treat a transverse thoracic aortic arch pseudoaneurysm. One endoprosthesis was placed right up to the innominate artery, intentionally covering the left subclavian artery and left common carotid artery. Final angiography demonstrated a good result with no endoleak. At the completion of the implantation procedure, the pt was noted to become progressively hypotensive and bradycardiac. A transesophageal echocardiogram (tee) demonstrated pericardial tamponade presumed to be from a tear in the left ventricle, although it was not identified or confirmed. An emergent subxyphoid pericardiostomy was performed to drain the pericardial cavity. The pt has to be resuscitated on three occasions during the procedure and was administered epinephrine, dopamine, nahoc3, calcium chloride and atropine. The pt eventually stabilized and received three units of blood along with a cell saver. Once the pt was stabilized, a right aorto-external iliac artery bypass was performed. The pt was taken to ICU in stable condition. Eleven days later, the pt expired. The official cause of death is unk. No additional info is available.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Other devices involved: tg2810; pxc201200.